Event description:
A patient reported two blood glucose comparisons with results of "265 mg/dl" with a lifescan meter and "174 mg/dl" on a laboratory device on the first attempt and "201 mg/dl" with a lifescan meter and "166 mg/dl" on a laboratory device on the second attempt, both performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The meter was replaced.